Event description:
After puncture user detected the needle cannot be detached from endoscope and the link is very tight which need extra force to remove the needle. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Updated on 21mar2025 tp 1. What is meant by ¿pancreatic pseudocyst puncture and drainage-does this mean that the needle used to aspirate the liquid from the pseudocyst to reduce the cyst size? Yes. 2. Please describe the size of the intended target site. 4.5x5.0cm 3. Was gaining access to the target site difficult? No 4. Was puncture of the targeted site difficult? No. 5. Was the scope recently service/repaired? No. 6. Was the device used in a tortuous position? No. 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No 10. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction 11. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior tore turn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 12. Was there difficulty in attachment / detachment of the leur to the scope? Yes 13. Can you please confirm tracking number for the return of the complaint device to cirl? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of lot c2231130 of echo-hd-19-a was returned opened in its original packaging. With the information provided, a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 09 apr 2025. Visual inspection: kink below sheath extender observed distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract with difficulty. Stylet removed from device with difficulty. Stylet examined and no issue observed. Attempted to re-insert stylet into device but will not pass kink below sheath extender. Needle removed from device and kink observed below sheath extender. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c2231130 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the intended use section of the instructions for use, ifu0050 which accompanies this device instructs the user to; " this device is used to access or sample submucosal and extramural lesions of the gastrointestinal tract, access of the following: the intra- or extra-hepatic bile ducts, pancreatic ducts, cystic duct, gallbladder, or for delivery of injectable materials into tissues through the accessory channel of an ultrasound endoscope¿. There is evidence to suggest that the customer did not follow the instructions for use (ifu0050) image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information available, echo-hd-19-a was used off-label for pancreatic pseudocyst puncture and drainage ¿ essentially to aspirate liquid from the pseudocyst to reduce its size, which is not in accordance with the IFU. As previously mentioned, the intended use section of the IFU (ifu0050) states " this device is used to access or sample submucosal and extramural lesions of the gastrointestinal tract, access of the following: the intra- or extra-hepatic bile ducts, pancreatic ducts, cystic duct, gallbladder, or for delivery of injectable materials into tissues through the accessory channel of an ultrasound endoscope¿. The user has not complied with the requirements of the IFU with respect to the intended use section of the device. The abnormal use might have contributed to the kink observed below the sheath extender, resulting in difficulties with needle handle advancement and retraction, and issues with the stylet as observed during the lab evaluation. Proximal kink caused the difficulty in detaching the device from the scope as observed by the user. It is unknown how the device will function outside of its intended use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: according to the customer, the needle device cannot be detached from endoscope. Confirmed quantity of 1 device, confirmed unused. Complaint is confirmed based on visual and /or functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18 jun 2025.